Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0. Product ID: 9732176. H3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy during a craniotomy. This was noticed during a system checkout for a different case, the touch and go probe was hard to verify and seemed off (geometry error was .76). The passive planar probe functioned as intended. While troubleshooting it needed to be determined which instruments were inaccurate with the site, whether it just the touch and go probe. It was needed to be determined direction and how much they were inaccurate, determine how they proceeded with the case. The 3d model does not appear great, the site used touch registration (1.7mm). Touch and go probe looked bent. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The case was reviewed and observed comments from the complaint handling system "it was reported that the only issue found was the probe, and only the probe was inaccurate. The site stated that the direction of the inaccuracy was to the left, and the inaccuracy amount was 5 - 10 millimeters (mm). The surgeon reregistered using touch and the probe." Based on the information it was suspected to be hardware related. Codes b01 and c19 are applicable to this analysis, as well as previously reported code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the only issue found was the probe, and only the probe was inaccurate. The site stated that the direction of the inaccuracy was to the left, and the inaccuracy amount was 5 - 10 millimeters (mm). The surgeon reregistered using touch and the probe. This resulted in better accuracy and the case was able to proceed.